Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the initial implant of the lead, it was noted that the threshold of the right ventricular lead was unacceptable. The lead was replaced and the patient was stable.